Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was frozen due to the software issue. A technical support specialist confirmed that the issue was resolved by rebooting the device. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis cii safe system was frozen, prevented the user from dispensing a medication. The customer confirmed that there was no delay to patient care and no patient harm. There were no adverse events or injuries reported based on this event.